Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. After disinfecting the local wound of the patient, the burn plastic surgery kit was opened, and the wound was covered with sterile treatment towel, and local infiltration anesthesia was used to start suturing. During the suturing process, the needle broke, the stitched wound was disassembled, the suture was discarded, and a new suture was opened for re-sewing. The new suture needle was broken again, and the stitched wound was opened again. The needle did not break, and after the wound was sutured, the local area of the wound was disinfected and rinsed with physiological saline. The needle did fall into the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information has been requested and received if further details are received at a later date a supplemental medwatch will be sent. When the wound was disassembled and opened again, was re-suturing during the same procedure? Yes were there any patient consequences? The wound was opened twice and re-sutured and the patient experienced pain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned. Did any needle piece fell inside of the patient? No was there any medical or surgical intervention performed to treat the pain (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Please refer to the event description, other information requested is unknown. No product available to return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.